Event description:
On may 4, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. For approx two weeks,t he reported meter would not power on, or would power on only intermittently following the accidental exposure to water. On may 4, 2006 at 3:30 pm the reported meter would not power on. At that time, the pt was feeling dizzy and lightheaded that he now attributes to hyperglycemia. The pt took no action following the use of the meter. Shortly thereafter, the pt's father took him to the emergency room, due to this symptoms and possible appendicitis. The pt's blood glucose level was tested to be 280 mg/dl, and he was treated with insulin. The pt was tested for appendicitis, but this was ruled out. The pt had his legs crushed in a car accident in september 2005, and has been suffering from elevated blood glucose levels due to the stress of recovery. The pt's expectec blood glucose level is approx 150 mg/dl to 160 mg/dl. He feels hypoglycemic if his blood glucose levels fall below this level. The pt tests his blood glucose level 8 to 10 times per day. The pt takes the oral diabetes medications glyburide 5 mg twice per day, and metformin 500 mg to 1000 mg two to three times per day. The pt will adjust the dose of metformin based on the meter readings. The pt does not have a backup meter. The meter and test strips were replaced. Although the meter had been dropped in water, the reported meter would not power on and the pt was unable to obtain a blood glucose result while hyperglycemic. The pt received medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event. It is not clear if his symptoms were related to hyperglycemia as he was also being evaluated for appendicitis.